Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, the faradrive sheath was visually inspected and no abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath showed successful interaction with a 'known-good' farawave catheter, with no complications were observed. Additionally, inspection of the hemostatic valves found both valves torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. These defects caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event. Therefore, the complaint allegation of 'loss of aspiration' was confirmed through product analysis, while the allegation of 'difficulty to advance catheter through sheath' was not confirmed. Correction to the initial MDR in block(s) brand name (d1), and common device name (d2a), in section d - suspect medical device.

Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath was selected for use. It was noted there was air ingress occurred, probably because the valve broke when the farawave catheter was reinserted after being removed from the body during the procedure (first sheath). Thus, the sheath was replaced was replaced however when the farawave catheter was re-inserted but it was too tight and could not be inserted into the second sheath. After crossing to about 10 cm from the clear sheath handle and attempting to aspirate air, it was too tight, and aspiration of the sheath was not possible. The issue was resolved by replacing the faradrive sheath with another of the faradrive sheath. The procedure was completed successfully. No patient complications occurred.

Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath was selected for use. It was noted there was air ingress occurred, probably because the valve broke when the farawave catheter was reinserted after being removed from the body during the procedure (first sheath). Thus, the sheath was replaced was replaced however when the farawave catheter was re-inserted but it was too tight and could not be inserted into the second sheath. After crossing to about 10 cm from the clear sheath handle and attempting to aspirate air, it was too tight, and aspiration of the sheath was not possible. The issue was resolved by replacing the faradrive sheath with another of the faradrive sheath. The procedure was completed successfully. No patient complications occurred.